Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not boot up, it booted to a system error and the link electronic module (lem) printed circuit board was replaced and the lem calibrated. It was also noted that the power cord bay assembly latch was bent and the system fan was noisy. The power cord bay assembly and the system fan were replaced, and the software was reconfigured, reloaded and updated.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.